Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg pocket was open and the device was exposed. The patient underwent a revision procedure wherein the ipg was removed, and the pocket site was cleaned and closed. A new ipg was then put in a new pocket. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.